Event description:
According to the initial reporter: a patient of undisclosed gender and age underwent a rectal lesion removal procedure in which the duette multi-band mucosectomy device, g35129, was used. The rectal lesion was approximately 1cm. Upon removing lesion a perforation occurred. Five hemoclips were used to repair the perforation. Post procedure the patient was dong well reportedly.